Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-3 ((missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at (B)(4). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced a loss of consciousness and subsequently fell over. The customer was treated with grape sugar by a third-party and taken to the hospital. Upon arrival, no diabetes-related treatment was rendered however, due to the fall the customer was diagnosed with "crack-squeezing sore chin, a bruised jaw, and 4 teeth had to be pulled." There was no report of death or permanent injury associated with this event.